Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the bsm would not run on just battery power. It worked fine when connected to a dock or a main bsm-6000. When connected to a dock or a bsm-6000, they received a battery error. When they removed the battery, the error was no longer displayed. No patient harm was reported. Investigation summary: multiple attempts have been made to obtain additional information. However, no response was received. Therefore, this complaint could not be confirmed, and the root cause of the reported issue could not be determined. Nk will continue to monitor and trend. The following field contains no information (ni), as attempts to obtain the information were made, but not provided: d10 attempt # 1: 10/22/2025 emailed the customer via microsoft outlook for the information in the ni list above: no reply was received. Attempt # 2: 10/27/2025 emailed the customer via microsoft outlook for the. Information in the ni list above: no reply was received. Attempt # 3: 10/27/2025 emailed the customer via microsoft outlook for the information in the ni list above: no reply was received. Additional information: b4 date of this report. G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type? H6 event problem and evaluation codes. H11 additional manufacturer narrative.

Event description:
The biomedical engineer (bme) reported that the bsm would not run on just battery power. It worked fine when connected to a dock or a main bsm-6000. When connected to a dock or a bsm-6000, they received a battery error. When they removed the battery, the error was no longer displayed. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that the bsm would not run on just battery power. It worked fine when connected to a dock or a main bsm-6000. When connected to a dock or a bsm-6000, they received a battery error. When they removed the battery, the error was no longer displayed. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following field contains no information (ni), as attempts to obtain the information were made, but not provided: d10 attempt # 1: 10/22/2025 emailed the customer via microsoft outlook for the information in the ni list above: no reply was received. Attempt # 2: 10/27/2025 emailed the customer via microsoft outlook for the. Information in the ni list above: no reply was received. Attempt # 3: 10/27/2025 emailed the customer via microsoft outlook for the information in the ni list above: no reply was received.

Event description:
The biomedical engineer (bme) reported that the bsm would not run on just battery power. It worked fine when connected to a dock or a main bsm-6000. When connected to a dock or a bsm-6000, they received a battery error. When they removed the battery, the error was no longer displayed. No patient harm was reported.